Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) requested that user specify the exact cubie pocket with the duplicate address, however, user informed that customer was still waiting for a field agent to resolve the issue. User was also asked to confirm whether there was a physical drawer issue and if coordination with a field service engineer had already been established for scheduling and there was no repair information provided after multiple attempts.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, duplicate address was detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.